Manufacturer narrative:
The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and get add'l info is ongoing. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported through e-mail to customer service that the power adaptor is to heavy too be plugged in and when she did plug in the power adaptor, it fell and broke, exposing the inner circuitry which is a safety issue.